Manufacturer narrative:
According to available information, this device remains implanted. Should additional information become available, this event will be updated. This emdr was initially submitted on july 27, 2010. This was one of 101 emdrs submitted that did not receive an ack2 or ack3. FDA requested this emdr be resubmitted on august 12, 2010. The re-triggered ack3 had a fail status, so this report is being resubmitted with the correction.

Event description:
Boston scientific crm received information that during a follow up visit, this device displayed beginning of life battery longevity status. Three months earlier, the longevity remaining was at seventy five percent remaining longevity. When the magnet was applied, the device displayed asynchronous pacing and pacing indicators. It was thought no capture was obtained at the programmed settings, however pacing was confirmed and threshold tests were within normal limits. Reportedly the patient with this device had been assaulted at work and punched several times in the pacemaker pocket area. The patient with this device is not pacemaker dependent. An internal technical service consultant was contacted and recommended performing a memory download. No adverse patient effects were reported. The memory download revealed no device resets had occurred and no evidence of memory corruption. The expected longevity was estimated at five years remaining and appeared accurate.